Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm bolus stopped alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was not working and also received error alarm. The customer's blood glucose level was 142 mg/dl. It also reported that insulin pump passed the self test. The customer will return insulin pump for analysis.